Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received motor error alarm. The customer reported that the motor error alarm kept recurring. The customer's blood glucose was 7.0 mmol/l at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with currents within specification, and passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarm was noted. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube, a missing end cap sticker and a cracked lcd window.